Manufacturer narrative:
Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched lcd window, case and keypad overlay. Unit received with partially broken reservoir tube lip. Unit received with missing retainer ring and reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was damaged. It was noted that the transparent reservoir piece was cracked.